Event description:
Reporter initially noted there was not enough vacuum with the system. Wanted system checked, and pm completed. Additional information rec'd three days later, mentioned surgeon said there was a burn as a result of the vacuum issue. Current pt status was not provided.

Manufacturer narrative:
A company service checked system, including handpiece, and could not duplicate performance problem reported. Completed pm while on site. Replaced routine pm components; retested system: met all specifications. Customer was provided additional info regarding possible causes of thermal injuries.